Event description:
Customer report that the device was witnessed smoking from back. No pt present. No user harm.

Manufacturer narrative:
(B)(4). Additional date / failure investigation. Field svc tech discovered damaged cable from unk cause in the back of the device. No charring was found. No evidence of a thermal event. Part replaced and testing of the device found no further issues, functioning normally.